Event description:
A customer reported experiencing a cartridge alarm issue with their insulin pump, specifically a cartridge alarm 20. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.